Manufacturer narrative:
This investigation is ongoing and will be updated upon additional information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode displayed a treated episode with a low out of range shock impedance value which followed a charge timeout and long charge time error code. It was suspected that the device was damaged by this shock and the signal r wave disappeared after this occurred. Technical services (ts) reviewed the case and noted that a charge timeout and long charge time indicate a short circuit shock lead to internal circuit damage. It was also indicated that the patient was in ventricular fibrillation (vf) and had to be rescued. Ts discussed performing a system change out. At this time the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should the device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode displayed a treated episode with a low out of range shock impedance value which followed a charge timeout and long charge time error code. It was suspected that the device was damaged by this shock and the signal r wave disappeared after this occurred. Technical services (ts) reviewed the case and noted that a charge timeout and long charge time indicate a short circuit shock lead to internal circuit damage. It was also indicated that the patient was in ventricular fibrillation (vf) and had to be rescued. Ts discussed performing a system change out. Additional information noted that this patient did not feel well at a hospital examination, and the parameters were abnormal as well as the s-ICD battery. The electrode was noted to be dislodged. The system was thus explanted and replaced. The system was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The completed electrode was returned intact. The electrode was tested and passes electrical continuity testing and inner insulation integrity. Laboratory analysis noted an arc mark on the high voltage shock coil approximately 405 to 407 mm from the terminal pin. Laboratory analysis confirmed the dislodgement and shock impedance low allegation as an arc mark on the shock coil was indicative of a shock coil being in close proximity to the device when therapy was delivered.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode displayed a treated episode with a low out of range shock impedance value which followed a charge timeout and long charge time error code. It was suspected that the device was damaged by this shock and the signal r wave disappeared after this occurred. Technical services (ts) reviewed the case and noted that a charge timeout and long charge time indicate a short circuit shock lead to internal circuit damage. It was also indicated that the patient was in ventricular fibrillation (vf) and had to be rescued. Ts discussed performing a system change out. Additional information noted that this patient did not feel well at a hospital examination, and the parameters were abnormal as well as the s-ICD battery. The electrode was noted to be dislodged. The system was thus explanted and replaced. The electrode was returned. No additional adverse patient effects were reported.